Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2316-70e, serial number: (B)(4), batch/lot number: 5015464, model/catalog description: 1x16 perc lead trial kit, 70 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that following a recent permanent implant procedure the patient was experiencing headaches. Cerebrospinal fluid leak was noted. The patients leads were removed and a blood patch was given. The patient was reportedly doing well.